Manufacturer narrative:
According to the customer, on 11/4/2025 the catheter was found to be "not draining" and the "balloon had deflated" resulting in the catheter being replaced. The customer reported that this same patient "had to have 3 foleys replaced" in total. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter balloon deflated.